Manufacturer narrative:
(B)(4). Method: the complaint device was returned to fisher and paykel healthcare in (B)(4) for investigation. The complaint device was visually inspected. The complaint manometer's needle was zeroed and fitted into a known good valve system and tested based on the neopuff technical manual. The valve system was not tested due to the broken pip adjustment knob shaft. Results: visual inspection revealed a damaged gas inlet port, a broken pip valve adjustment knob and a damaged upper end cap. The manometer passed the test specified in the neopuff technical manual after being recalibrated. A lot check revealed no other complaints of this nature for the lot number provided. We note that the subject neopuff is approximately 9 years old. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The complaint device was deemed not serviceable and a replacement unit was sent to the customer.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the rd900 neopuff infant resuscitator was faulty. It was reported that the pressure knob was sticking and that the enclosure was found to be cracked. A service of the device was requested. No patient consequence was reported.